Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, missing serial number label and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump received with an energizer alkaline battery installed. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:20:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:50:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 250 (0.025 u), bolusamountdelivered: 250 (0.025 u). (B)(6) 2024 00:55:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 01:55:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 02:00:53.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1autobolus (9), normalbolusamountprogrammed: 2000 (0.2 u), bolusamountdelivered: 2000 (0.2 u). (B)(6) 2024 02:05:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 02:25:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 02:30:49.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). (B)(6) 2024 02:35:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 750 (0.075 u), bolusamountdelivered: 750 (0.075 u). (B)(6) 2024 02:40:47.000 normalbolusdelivered (220), bolusprogrammingmethod: cl1microbolus (5), normalbolusamountprogrammed: 500 (0.05 u), bolusamountdelivered: 500 (0.05 u). Please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63), dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000, dailytotalofallinsulindelivered: 335750 (33.575 u), dailytotalofbasalinsulindelivered: 97750 (9.775 u), dailytotalofbolusinsulindelivered: 238000 (23.8 u), there are no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 06:50:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 19:32:00.000 alarmalertnotification (40), faultnumber: lostsensor1alert (780). (B)(6) 2024 00:59:38.000 batteryremoved (55). (B)(6) 2024 00:59:38.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 01:09:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 03:09:27.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 03:10:15.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 03:20:00.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 03:20:02.000 batteryremoved (55). (B)(6) 2024 03:20:02.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 03:25:23.000 batteryremoved (55). (B)(6) 2024 03:25:23.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 03:35:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 10:41:23.000 alarmalertnotification (40), faultnumber: failedbatttest (58). (B)(6) 2024 10:41:48.000 batteryremoved (55). (B)(6) 2024 10:41:48.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 10:49:16.000 batteryremoved (55). (B)(6) 2024 10:49:16.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 10:59:00.000 alarmalertnotification (40), faultnumber: batteryremoved (84). (B)(6) 2024 11:26:13.000 alarmalertnotification (40), faultnumber: battoutlimit (6). Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 5:54:57 am. There was no power data available for the date of 09/13/2024. Unable to check power data for failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert (780) - not confirmed. Failedbatttest (58) - unknown. Battoutlimit (6) - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 1.6 mmol/l. The customer reported hypoglycemia, hypoglycemia, loss of consciousness treated with ems/ambulance/ER visit, glucose/carb intake, no treatment. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.